Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 04/21/2017 with the following findings: a review of the boluses in the bolus history and the boluses in the total daily dose history indicated the bolus totals matched. Boluses were performed during investigation and were accurately recorded in the pump histories. The pump was exercised for 24 hours with no issues occurring. The complaint could not be confirmed or duplicated on investigation.